Manufacturer narrative:
During device evaluation by a manufacturer repair technician, the reported disassembly of a screw was confirmed. Several other worn components of the device were identified as in need of replacement, which is a potential cause for the reported disassembly.

Event description:
It was reported that during cleaning at the user facility a screw was missing from the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during cleaning at the user facility a screw was missing from the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.